Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: unknown') and pregnancy with contraceptive device ('pregnancy/ pregnancy (no complications)') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((B)(6) 2006; (B)(6) 2009) and pap smear abnormal. Concurrent conditions included vaginal discharge, cervical intraepithelial neoplasia ii and tubal ligation. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pain"), depression ("psych injury related to essure? Yes./ psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2012. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she had no any complication with birth if no removal planned, select reason(s) : unable to afford surgery essure confirmation test was unknown. Discrepancy noted in essure implant date (B)(6) 2009 and (B)(6) 2010. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological injury was updated to depression and mental anguish. Pregnancy outcome and medical history were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury related to essure? Yes.") And was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: she had no any complication with birth if no removal planned, select reason(s) unable to afford surgery essure confirmation test was unknown . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received:event ¿pregnancy¿,¿abdominal pain¿,¿ device ineffective¿,¿device dislocation¿ were added.patient date of birth added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.